Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Per the log review, the instrument was last used on (B)(6) 2021 on system (B)(4), for 00:19:24 sec. The harmonic ace instrument is a single-use instrument so therefore had no uses remaining. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the harmonic ace shear fell inside the patient. Although, the broken piece was retrieved, no patient harm, and adverse outcome or injury was reported, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraesophageal surgical procedure, part of the shear of the harmonic ace instrument broke and fell into the patient. The piece was retrieved from the abdomen. The customer opened another harmonic ace instrument to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.